Manufacturer narrative:
Medical device: model number/catalog number 720182-01, serial number (B)(4), batch/lot number 178272008, gtin (B)(4).. Model/catalog description reservoir flat 100 ml, expiration date 06/21/2022, manufacturer date 06/21/2017.

Event description:
It was reported that the patient presented with thinning of the penis and an inflated implant without axial stiffness with a fold in the middle resulting in a nonfunctional penis new scheduled surgery and the procedure will be the reconstruction of the cavernous bodies and exchange of penile prosthesis. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.